Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not yet been returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy procedure, the surgeon was using the ring curette in a normal fashion when the tip of the instrument snapped-off in the patient. The surgeon was not using any excessive force when this happened. The tip was unable to be retrieved and thus remained in the patient.